Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the pump shut off unexpectedly. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the unexpected shutdown issue was verified in the pump logs; however, no failure was identified.